Event description:
It was reported to boston scientific corporation that an enteral feeding - right angle feeding set was placed in an enteral feeding device replacement procedure in 2008. The patient's weight was not provided. Per the complainant, since this device has been in place, have experienced several issues with leaking due to the feeding set. The patient is fed five times a week, overnight. At least twice a week during feeding, leaking is occurring at the medicine port. This has caused so much distress both to the patient and his mother. Leaking is so extensive that the child is awakened from sleep, the child's night clothes and bed linens must be changed and feeding is often abandoned. The patient has lost weight due to the resulting lack of nutrients received. The complainant indicated that without the medicine port on the feeding set, the leakage would not occur. The medicine port is not used. On the port there is a tiny stopper with a ball that locks, but it keeps coming unlocked and the button does not stay in. The mother has resorted to taping this area up with waterproof tape, but the leaking still occurs.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device expiration and manufacture dates are unknown. The device has not been received for analysis. Upon receipt of device and completion of the failure analysis, if there is any further relevant information from that review, a supplemental medwatch will be filed.